Event description:
It was reported that during the initial flushing of the lines with 0.9% nacl through the pa catheter, it was clearly identified that there was communication between both of the catheters. As a result, a new catheter was checked and inserted successfully in the left subclavian vein. The patient survived and after 7 days, he was transferred to the ward. There were no patient complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.